Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Caller normally is around 120mg/dl. The last 5 results from memory are 177mg/dl, 182 mg/dl, 76mg/dl, 72mg/dl and 121mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (72) and the normal result (120) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 120 mg/dl. The last 5 results from memory are 177 mg/dl, 182 mg/dl, 76 mg/dl, 72 mg/dl, and 121 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (72) and the normal result (120) is located in zone b/c. No adverse event reported.